Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® serum blood collection tubes, the device experienced sample leakage. The following information was provided by the initial reporter. The customer stated: "the customer reports that during the centrifugation process, the nurse got spilled with the contents of the vacutainer in spite it was sealed."

Event description:
It was reported when using the bd vacutainer® serum blood collection tubes, the device experienced sample leakage. The following information was provided by the initial reporter. The customer stated: "the customer reports that during the centrifugation process, the nurse got spilled with the contents of the vacutainer in spite it was sealed."

Manufacturer narrative:
H6: investigation: bd had not received samples or photos for investigation. Therefore, 29 retention samples from bd inventory were evaluated by functional testing and upon completion, the indicated failure mode for stopper creepout was observed with 12 of the 29 samples. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode stopper creepout. Bd has initiated further root cause investigation relating to the issue of stopper creepout through CAPA #1875009.